Event description:
Post procedure, the patient had chest pain. Angiography was conducted and thrombus was observed inside of the cypher stent that had been implanted in the proximal circumflex. The patient was also diagnosed with a q-wave myocardial infarction. The patient was treated with percutaneous transluminal angioplasty, and the events resolved. The patient was admitted for a procedure with lesions in the mid left anterior descending (lad) artery and the proximal circumflex. The lesion in the mid lad was 10mm in length, with 95% stenosis, and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 18mm cypher stent was implanted at 20atm. The lesion in the proximal circumflex was 20mm in length, with 95% stenosis, and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 33mm cypher stent at 14atm. Both stents were post-dilated.

Manufacturer narrative:
The following products were used during the index procedure: a 3.0 x 15mm balloon catheter and a 3.25 x 15mm balloon catheter. Information received from (B)(4) study indicated that a patient experienced an acute thrombotic event and myocardial infarction after having a coronary artery stent implanted. The patient's medical history includes hypertension, blind left eye and a family history of coronary artery disease. The indication for the procedure was angina with a positive stress test. The patient was admitted for a procedure with lesions in the mid left anterior descending (lad) artery and the proximal circumflex. The lesion in the mid lad was 10mm in length, with 95% stenosis, and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 18mm cypher stent was implanted at 20atm. The lesion in the proximal circumflex was 20mm in length, with 95% stenosis, and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 33mm cypher stent at 14atm. Both stents were post-dilated. The patient had received aspirin, a loading dose of plavix and angiomax (dose unknown) for the procedure. Post procedure the patient had chest pain. Angiography was conducted and thrombus was observed inside of the cypher stent that had been implanted in the proximal circumflex. The patient was also diagnosed with a q-wave myocardial infarction. The patient was treated with percutaneous transluminal angioplasty, and the events resolved. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Acute thrombotic events are a known potential adverse event associated with implanting coronary artery stents. With the information provided it is not possible to determine an exact cause for the event but acute thrombotic events may be associated with the initial insult of stent implantation or insufficient anticoagulation therapy. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is needed.

Manufacturer narrative:
The following additional information was received: the (B)(4) cec minutes indicated that the proximal third of the stent was under expanded and also required, balloon angioplasty after thrombectomy. A (B)(6) male from the (B)(4) study experienced chest pain post index procedure. Angiography was conducted and thrombus was observed inside of the cypher stent that had been implanted in the proximal circumflex. The patient was also diagnosed with a q-wave myocardial infarction. Additional information received in the (B)(4) cec minutes indicated that the proximal third of the stent was under expanded and also required, balloon angioplasty after thrombectomy. The patient was treated with percutaneous transluminal angioplasty, and the events resolved. The patient's medical history includes hypertension, blind left eye and a family history of coronary artery disease. The patient was admitted for a procedure with lesions in the mid left anterior descending (lad) artery and the proximal circumflex. The lesion in the mid lad was 10mm in length, with 95% stenosis, and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 18mm cypher stent was implanted at 20atm. The rated burst pressure indicated in the IFU is 16 atmospheres. Exceeding the rbp can result in damage to vessel intima. The lesion in the proximal circumflex was 20mm in length, with 95% stenosis, and the vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 33mm cypher stent at 14atm. Both stents were post-dilated. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. It is not known if complete apposition of the stents to the intimal surface of the arterial wall was confirmed by ivus after deployment and post-dilation. Incomplete stent apposition could contribute to thrombus formation leading to myocardial infarction. Review of the information provided suggests that there are possible procedural factors that could have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.